Event description:
When drill bit was first introduced into the drill sleeve, the surgeon commented that it felt very "tight" as the surgeon began to drill, friction and heat was generated between the drill bit and the drill tube the surgeon then squirted water on the drill tube and bit to cool it down. When the cold water was introduced, the entire assembly "cold welded" together (plate, tube, and drill bit) unable to disassemble the construct, the surgeon removed the parts from the patient all together as a group another instrument kit from the same lot number was opened as well as a new plate the newly opened drill tube and drill bit "felt" normal and the surgery was completed without additional complications.